Event description:
It was reported that a chemo infusion 5-fu (100 ml) attached cadd cassette was programmed to infuse 42 hrs on a cadd device. The user reported after 40 hrs. Into the infusion a leak was noted between the cartridge and set at the site of the adapter(smartsite).the customer stated there was no patient or user harm due to the chemo leak.

Manufacturer narrative:
Additional information to d.11 the customer¿s report of a leak at smartsite was not confirmed. The customer provided a photo indicating where the leak comes from, but photo does not confirm this. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: cadd device(cassette is apart of the device) ext set. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided.

Event description:
It was reported that a chemo infusion 5-fu (100 ml) attached cadd cassette was programmed to infuse 42 hrs. On a cadd device. The user reported after 40 hrs. Into the infusion a leak was noted between the cartridge and set at the site of the adapter(smartsite).the customer stated there was no patient or user harm due to the chemo leak.